Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2021. D4: batch # unk. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the pouch bag and suture only were returned for analysis fully deployed and with the suture torn. Upon evaluation, the suture was noted to be attached to the bag. The bag showed body fluids and was torn at the bottom end (not at the seams). The torn portion was noted to be stretched. The rest of the device was not returned for further analysis. The event reported was confirmed and it is related to improper use of the device. Each device is 100% visually inspected prior to shipment and damage of this magnitude would have been detected during this inspection. It should be noted that product failure is multifactorial, however a potential cause of the torn bag is attempting to remove the bag with specimen through the trocar or forcing the bag through the access site as this may lead to bag rupture and spillage of contents. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2021. Event day and event month were not reported. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the pouch broke while removing it from the patient. There was no patient harm.